Event description:
Pt has an interstim sacral nerve stimulator, which was permanently implanted. Pt has had it off since 4 months after implantation because it has never helped them. Pt had a number of programmings by a medtronics rep. Pt has since moved. Pt has a new urologist and a new medtronics rep. Pt decided to give the interstim another try and went for a programming. 3 days later, they began having difficultly walking, and when they awoke the next day they could barely walk at all. When pt tried to walk, hip and foot were in the same plane, but knee would "pop" as if the muscles around the knee where not supporting knee when they walked. This happened with both legs (not just the left side of body where the interstim is implanted). Pt's thigh, knee, and calf would be in a sort of concave position. Knee would be the opposite of what a person's knee would look like if it was slightly bent. Pt turned the unit off that day and after about 48 hrs, they walked normally again. Unit has remained off since then.